Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer had pump error alarm and also had a crack on the insulin pump. Customer was able to clear the alarm and complete the rewind. The insulin pump passed the displacement test and self test. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue the use of the device.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in sections d8/d9 and h3 with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The health effect - clinical, health effect - impact, component code, type of investigation, investigation findings, investigation conclusion that were provided with the initial report were incomplete. The complete information has been included with this report in h6 section.

Manufacturer narrative:
Tested with a test p-cap and the test p-cap locked in place properly. Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. No pump error 37 alarms noted during test. Verified in the pump history download the pump alarmed pump error 37 on (B)(6) 2022 00:19:00.000 due to moisture damage on pcb1 and force sensor. Pump was cut opened and moisture damage was noted on pcb1 and force sensor. The following were noted during visual inspection: scratched case, scratched lcd window, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, serial number label damage, keypad overlay peeling, moisture damage, corroded motor home switch. Pump error 37 was confirmed due to moisture damage on pcb1 and force sensor. Damage to keypad overlay confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.